Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two informations was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the caller was told by the healthcare professional (hcp) that the device wouldn't help the patient's walking and would only affect their tremors and rigidity. The patient stated they continued to fall and had injuries, and they were freezing. The caller went onto say that at the last appointment the patient was not taking meds for 24 hours prior, turned the device off, and they had no tremors and rigidity. The healthcare professional (hcp) turned the device back on and they told the patient to continue taking meds, but the caller didn't understand why. It was also reported that at the last appointment on friday, the hcp determined the device on the left side was only working 4% of the time. The patient services specialist (pss) reviewed that the patient could be accidentally turning the device off or there could be some other interference. It was reviewed to follow up with the hcp to determine the cause of the device only working 4% of the time. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.